Event description:
New information received notes that three weeks prior to the high impedance patient notifier, the patient was on the bus when it braked suddenly causing the patient¿s chest to hit a standing rod. The patient was bruised and swollen for a few weeks. Upon interrogation, loss of capture, loss of capture, and high, out of range impedance were observed. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of high lv lead impedance and capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that prior to the procedure, multiple auto-mode switch episodes due noise were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient notifier was delivered for high, out of ranging pacing impedance. The patient was brought into clinic and the device was reprogrammed. The patient was asymptomatic.